Event description:
It was reported that this right atrial (ra) lead exhibited high capture threshold due to dislodgement. The physician elected to explant and replace the ra lead to resolve the event and the patient was stable with no additional adverse consequences.